Manufacturer narrative:
Reported event of clip difficult to release from the catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a polypectomy procedure performed on (B)(6) 2014. Reportedly, the indication for the procedure was a bleed due to a polyp removal. According to the complainant, during the procedure, the clip was able to grasp the bleeding lesion, however, the clip would not release from the catheter. The physician cut the catheter at the insertion port of the endoscope and when the scope was removed, the clip released from the catheter. This device was used to complete the procedure. No patient complications resulted from this event.